Manufacturer narrative:
Pump passed self-test. Pump received with high sleep current and high active current due to moisture damage to the pcb1 board and pcb2 board. Unit successfully downloaded to thump. The power management graph confirmed abnormal unloaded voltage (ul vlith) and loaded voltage (loaded vlith). No failed batt test alarms during test. However, confirmed in the history files the pump alarmed failed batt test thirty four times on 12/01/2024 between 11:05:02.000 to 13:14:38.000 due to moisture damage to pcb boards. Found moisture damage to motor assemblies, pcb1 board and pcb 2 board during visual inspection. The p-cap/reservoir does lock properly. The following were noted during visual inspection: scratched case, pillowing keypad overlay, corroded battery tube, corroded motor home switch. No blank display noted during test. However, the pump failed the sleep current test, active current test and the abnormal power management graph were noted due to moisture damage on pcb1 and pcb2 boards. Confirmed the pump alarmed failed batt test in the history files due to hardware anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced harm reported with no reported allegation of a device malfunction, blank display, failed batt test. The customer reported blood glucose value of 414 mg/dl. The customer reported hyperglycemia treated with manual injection/insulin pen. The event involved product(s) mmt-342, mmt-441ag, mmt-1884. Troubleshooting was performed and battery failed alarm customer reported receiving a battery failed alarm. Customer received another battery failed alarm after inserting a new battery. Customer completed a pump restart and inserted another battery. Battery failed alarm did not recur. Display did not return after inserting a new battery. Customer reported high bgs. Customer does not feel ok to troubleshoot. No further patient complications were reported. No product return is required for mmt-342. No product return is required for mmt-441ag. The customer will discontinue use of the device. Mmt-1884 was requested and customer response was the device will be returned.